Event description:
It was reported the pt ((B)(6)) received a dbs ipg. During the first appointment to turn the system on, communication could not be established between the ipg and the programmer. Several programmers were tried to no avail. The physician elected to proceed with surgical intervention to explant and replace the ipg. Effective stimulation was achieved following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed / approved device. Results: communication with the ipg as received failed. A visual inspection of the ipg did not reveal any discrepancies with the casing or header assembly. The ipg was rotated several times and during rotation noise was noted. The device was subjected to an x-ray and no discrepancies were noted. After resetting the microcontroller u2, the device was subjected to a functional test on automated test equipment (ate). This tester verifies the "electronal" performance of the control/communication circuitry, and output signal integrity. All portions of the ate testing passed. The root cause for the communication failure noted in the field could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.